Event description:
It was reported that the device exhibited error codes 1210 and 1261. The reported product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found contamination on the downstream occlusion (dso) sensor and the upstream occlusion (uso) sensor. The event history log was unable to be downloaded due to error code 1210 on the display. Functional testing was able to duplicate the reported problem. It was determined that the microprocessor unit (mpu) board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.